Event description:
During an angiography on a 74-year-old patient with exertional angina, an air embolism occurred. The patient experienced st segment elevation, chest pain, ventricular fibrillation, severe bradycardia, evidence of myocardial infarction, hypotension, and prolonged hospitalization. The patient experienced some neurological damage. The patient recovered (B)(6) 2026.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(6) has not yet been returned to acist. The consumables used during the event were discarded by the user facility and the lot numbers are not known. The cine-angiograms have not been returned for evaluation. Upon completion of the investigation, acist will submit the follow-up report.